Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regq4700 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the power PICC catheter presented leakage at the ¿y¿ junction after contrast examination.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the power PICC catheter presented leakage at the ¿y¿ junction after contrast examination. Additional information received: patient goes to sadt to perform CT with contrast in PICC. Imaging catheter well positioned with good flow and reflux. After injection of the contrast, a wet dressing was observed, and a post image presented with a well-positioned catheter. However, when washing with 20 ml of saline solution, a small hole was found in the path above the y in the region of the dressing. There was no patient or caregiver harm reported, only patient dissatisfaction due to the need to pass another catheter immediately. Medication administered was contrast ev optiray 320. Procedure was completed with the catheter itself, observed alteration in the catheter after completion, the amount of extravasated contrast in the dressing did not interfere with the quality of the examination.